Manufacturer narrative:
The fiber was sent to dornier medtech laser for further investigation. (B)(4)(the importer) is submitting the report on behalf of dornier medtech laser (B)(4) (the MFR) per (B)(4).

Event description:
When fiber was connected into the wand, the fiber bent at a severe angle.